Event description:
It was reported that the handpiece was leaking oil in the sterilization tray. There was no pt involvement and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for quality investigation. According to the quality engineer, the hose assembly most likely was failing due to aggressive cycling of the handpiece by the customer. Cycling the footpedal multiple times in a row can lead to a build up of oil in the hose. When the oil reaches a sufficient quantity, it can then start leaking out during sterilization.